Event description:
It was reported that 10 minutes after transporting the pt from the or to the ICU the "battery alarm" occurred. As a result, the pump was exchanged off the pt. There were no reported pt complications.

Manufacturer narrative:
Eval: checked the battery and found no defect. The power cord clamp was replaced and a test was run using a simulated ECG signal and "problems." The functional tests were okay as well as the error tracing. The pump was found to be operational. A follow-up report will be filed if add'l info becomes available.